Event description:
The user facility reported that during pumping, the co2 was high after the shutoff was released. The gas flow rate was increased from 5l/min to 10l/min; however, it was still over 50. Therefore, the oxygenator was replaced. It was reported that after replacing the oxygenator, the issue was improved. The procedure outcome was not reported. The patient was not harmed.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: clinical engineer. G4: 510k number: k130520. Visual inspection of the actual device upon receipt found no anomaly such as breakage. After rinsing and drying the actual device, the amount of oxygen transfer and carbon dioxide gas removal were measured according to the product inspection procedure. It was confirmed to meet the factory's specifications. No anomaly was found. [Bovine blood conditions] hb: 12g/dl, temp.: 37°c., ph: 7.4, svo2: 65%, pvco2: 45mmhg [circulation conditions] blood flow rate: 6l/min and 4l/min, v/q:1, fio2: 100% [o2 transfer volume] @6l/min: 399ml/min., @4l/min: 285ml/min [co2 removal volume] @6l/min: 355ml/min., @4l/min: 247ml/min. The manufacturing record and the shipping inspection record of the actual device found no anomaly. No other similar report of the product with the involved product code/lot number was found. Based on the investigation result, the gas exchange performance of actual device after rinsing met the factory's specifications, and no anomaly was found. As a cause of this case, following factors were inferred. However, it was not possible to clarify the cause of occurrence. Since the pco2 of the blood flowing into the oxygenator was high, the paco2 was also high. As the patient was rewarmed, his metabolism became more active. Relevant instructions for use (IFU) reference: "start gas supply with v/q=1, and fio2=100%, then make adjustments based on blood gas measurements." "Measure blood gases and make necessary adjustments as follows. A. Control pao2 by changing concentration of oxygen in ventilating gas using gas blender. To decrease pao2, decrease[?]fio2. To increase pao2, increase fio2. B. Control paco2 by changing the total gas flow. To decrease paco2, increase total gas flow. To increase paco2, decrease total gas flow." "Upon patient rewarming, adjust o2 concentration, gas flow rate and blood flow rate by increasing them as needed based on an increase in patient's metabolism. Failure to adjust the gas supply and the blood flow rate appropriately may cause insufficient o2 supply needed or the amount of the patient's gaseous metabolism." "A phenomenon called wet lung may occur when water condensation occurs inside fibers of microporous membrane oxygenators with blood flowing exterior to the fibers. This may occur when oxygenators are used for a longer period of time. If water condensation and/or a decrease in pao2 and/or an increase in paco2 is noted during extended oxygenator use, briefly increasing the gas flow rate may improve the performance. Increase gas flow rate, to 20 l/min for 10 seconds. Do not repeat this flushing technique, even if oxygenator performance is not improved." Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.